Event description:
Patient was on the or table for a scheduled procedure. While she was moving down on the table, the bottom part of the table snapped. A piece of metal came off the bed. Table was replaced and the procedure proceeded.